Event description:
Physician reported that piece of needle sheath separated from device on the third pass through the introducer. Physician observed that a piece was ¿caught¿ just inside the introducer when extracted from the pt. Once, removed the piece fell on the floor. The piece was observed by the tech and doctor to be part of the sheath covering the needle (not the introducer). It was not in the pt and the case was completed.

Manufacturer narrative:
Physician removed safety funnel and did not use the product according to the directions for use. It is believed that because of this, the sheath was damaged and a piece separated from the device. On (B)(4) 2012 a rep from the company met with the customer to discuss the event, and examine a device from the same lot in question (not the device used in this procedure). It was discovered that the tlab system was deployed per provided directions for use (dfu) with the exception that the safety funnel/hemo valve assembly was removed and not reattached prior to inserting the biopsy needle. Initial observations and procedure discussions with the user suggests that with the safety funnel/hemo assembly removed, the tenting operation of the 7fr introducer can cause a crease, dent and some sort of defect that weakens the surface tensile strength of the sheath to tear at the deformation site. The company rep pointed out that the dfu clearly states that the safety funnel/hemo assembly must be in place prior to insertion of the biopsy system.